Event description:
It was reported that during setup, the nim system experienced difficulty connecting to the pi boxes. With both wired and wireless connections, the pi boxes intermittently connected, and the about screen showed no devices connected. Troubleshooting was attempted, including multiple reboots of the console and pi boxes. One pi box was able to connect once but failed to reconnect on subsequent attempts. The second pi box was able to connect wirelessly only after first establishing a hard-wired connection, but it also failed to maintain or repeat the connection. Neither pi box maintained a stable connection. As a result, the system was swapped out. There was no patient involved.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot #: (B)(6), UDI#: (B)(4) ; product ID: nim4cpb1, serial/lot #: (B)(6), UDI#: (B)(4). H6: additional code of imdrf annex g: g02005 is applicable for product ID: nim4cpb1, serial/lot #: (B)(6) and product ID: nim4cpb1, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.